Manufacturer narrative:
No button error alarm noted. The esc button did not respond due to corroded keypad trace. The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error. Customer was able to clear it wit the esc and act button but alarm recurred and could not be cleared. Customer stated she was stocking and there was a box that pressed against the device for a while. Initial blood glucose value was 62 mg/dl and was then 100 mg/dl. Nothing further reported.